Manufacturer narrative:
The pod was received with the soft cannula deployed. A leak was observed on the unexposed portion of the cannula. This leak caused fluid to accumulate inside of the device and caused corrosion of the bottom battery and low battery voltages. The damaged cannula is confirmed to have caused improper delivery of insulin. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 4 and 24 hours. When it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.